Event description:
It was reported that when the physician opened the lead package, the tip of the lead was noted to be curved. The physician removed the guiding wire to inspect it, and found it acceptable. The physician used another lead to complete the procedure. There were no patient injuries.

Manufacturer narrative:
Final device analysis for lead lot v821786 revealed that the distal end of the lead was bent out of the box.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.